Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. This record is for the left side. The device has been explanted.

Event description:
Previous medwatch submission noted capsular contracture, baker grade unknown to left side. Upon further information, abbvie has determined that this record is an unknown affected side. This complaint has been previously captured under MDR 9617229-2024-00140-00 and will remain to be the operating record for this complaint.

Manufacturer narrative:
Please see MDR 9617229-2024-00140-00 as operating record for this complaint.